Event description:
The account reported suction loss after the laser fired occurred with a patient interface. The surgery was completed successfully by switching to photorefractive keratectomy (prk). No additional information was received.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section d9 device returned for evaluation on oct 6, 2022. Section h2 additional information/device evaluation section h6 testing of actual suspect device: device evaluation: one (1) opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and the reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.